Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a recent blood glucose level of 48 mg/dl. Caller stated that the insulin pump was delivering without being programmed to do so. Blood glucose level at the time of the incident was 60 mg/dl. Blood glucose level at the time of the call was 101 mg/dl. Trouleshooting was not completed. The insulin pump was not replaced or returned for analysis.